Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing and shock impedance measurements of greater than 2000 ohms and 200 ohms respectively. Multiple non-sustained ventricular tachycardia episodes and oversensing of noise were also observed. The physician believed the rv lead was fractured and surgical intervention was performed to explant and replaced it. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, this lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.